Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the audio bolus button was under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4) device evaluation: the pump has been returned and evaluated by product analysis on 07/23/2014 with the following findings: the audio bolus button cover was found to be torn. Evaluation revealed that the audio bolus button was intermittently responsive. The audio bolus button cover was removed and the slug was found to be misaligned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.